Manufacturer narrative:
The returned device was evaluated and the device was received deployed with the soft cannula visible in the bottom needle well. Inspection of the soft cannula did not find it bent, kinked or damaged. Data obtained from the device shows the pod completed the first and second priming sequence with an expected number of pulses in each sequence. Inspection of the device found no damages or defects that would result in the cannula retracting.

Event description:
A patient reports while activating a pod the cannula had partially retracted. In addition the pods cannula was found to be bent. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.